Manufacturer narrative:
Pt presented with multiple procedure including rotator cuff repair with orthadapt bioimplant augmentation, one draining with iodine packing and two I&ds (irrigation and debridement). Pt developed swelling and draining weeks post rotator cuff repair. Operative findings, one week later, identified the event as a recurrent tear of the rotator cuff and infection postoperatively in the subacromial space treated with antibiotics. Approximately 10 days later, the pt underwent a second I&d and removal of all hardware due to continued draining and positive lab culture. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedics and woundcare, inc is reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.

Event description:
Swelling and draining were reported seven weeks post rotator cuff repair with orthadapt augmentation. Incision wound was opened, irrigated and treated with iodofom packing (fluid culture was negative for growth). Approximately one week later, pt continued to drain and subsequently the graft was removed. Due to continued draining and positive lab culture, the pt underwent a second I&d (irrigation and debridement) and hardware (anchor) removal approximately 10 days post bioimplant removal.